Event description:
Reporter stated, the advantage system generated a blood glucose result of 693 mg/dl which is outside the reading range of 10-600 mg/dl for the system. Reporter stated, she took insulin, amount not provided, and did not eat based on the system reading. No report of any other actions taken or treatment that was received. A request was made for the return of the suspect device and replacement product was sent.